Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database search finds two other reported incidents against lot 2842431; however, a review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product/lot combinations. Requests for additional investigational inputs were made in accordance with wi-(B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database search finds two other reported incidents against lot 2842431; however, a review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product/lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).